Event description:
It was reported that the ilet user experienced two pump occlusion alerts while insulin remained in the cartridge, expressed concern about rewind functionality, and acknowledged routinely refilling cartridges to avoid discarding insulin. No reported symptoms or changes in blood glucose. Outcomes included no reported clinical impact and no need for medical intervention or hospitalization. Investigation included customer education on occlusion meaning, review of infusion set and cartridge handling, and guidance on troubleshooting during an active alert. Investigation of this case revealed user did not understand that an occlusion occurred and that troubleshooting needed to be performed and that refilling and reinserting a used cartridge is a probable contributor to occlusion alerts. It was concluded, based on previously established findings for similar reports, that user handling and off-label cartridge reuse were the most likely causes.